Event description:
It was reported that this lead was an attempted implant due to unspecified reasons at this time. No adverse patient effects were reported. Further information regarding event cause and product return status has been requested. Attempts to obtain further information were not successful. The field representative was not able to obtain more details.